Event description:
It was reported that during surgery, the lead could not be inserted into the header block of the implantable neurostimulator (ins). Troubleshooting was performed without success. The ins was not implanted. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).